Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed and required maintenance. A field service engineer reseated all cables and wires connected to the mother board (moab) and examined the pyxibus cable. After rebooting, attempted to verify operability in the hardware test application. The cubies were recognized in hardware test application, but they did not respond to any commands, and a failure message indicated that the muscle hardware was not recognized and confirmed the retracted vane was not broken and that all components were intact and manually removed all cubies from the old mother of all boards, replaced the moab, and rebooted the system and then launched the application, configured the drawer in storage space configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 kept failing and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.